Manufacturer narrative:
A lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Bard g2 filter was implanted in the vena cava below the level of the renal veins. Approximately nine years and ten months post filter deployment, computed tomography (CT) revealed that a bard inferior vena cava filter type was present, with the filter tip present 3.5 cm below the renal veins confluence. No filter migration or fracture/bend were noted. The filter was tilted to the right, with its proximal cone lay on the wall of the inferior vena cava, possibly embedded in it. Some of the filter struts had penetrated through the wall of the inferior vena cava, into the pericaval/mesenteric fat. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc) and filter tilt. However, the investigation is inconclusive for filter migration. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 06/2011).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that filter migrated to the heart and struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.